Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing broke behind the male luer lock, causing the tubing to disconnect completely resulting in the patient having an exposed IV line to a PICC access. There was no patient harm.